Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge was leaking from an undefined area. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 mg/dl.